Manufacturer narrative:
.

Event description:
On (B)(4) 2013, it was reported that a handheld device was freezing when the user was trying to program initials for a generator. The generator could be interrogated; however, the screen froze on the results screen, and the user could not move forward. The frozen screen occurred several times that morning. A hard reset was performed that resolved the issue.